Event description:
It was reported that the catheter split in 2 parts at the green plastic part. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned unit was analyzed under magnification. It is confirmed that the hub was broken at the nose. It was unclear how the defect may be originated because a do damaged unit couldn't be manufactured and be set up in the patient. It is possible that the defect originated during the assembly of the product for a temporary misalignment of one of the assembly station. The hub had been slightly damaged and then broke during the use. Or the user had applied a too much high force to connect the device to the infusion line and the hub broke. (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).